Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported an infusion at a rate of 125 ml/hr with a vtbi of 250 ml completed in 1 hour when it was intended to be completed in 2. There was both a primary and secondary infusion running when the event occurred. There was no patient harm reported.

Manufacturer narrative:
Concomitant products: baxter 250ml IV bag 2b1322, lot y005371, exp may 2017, 0.9% nacl injection usp, baxter 100ml IV bag 2b1307, lot p343392, exp may 2017, 0.9% nacl injection usp, therapy date (B)(6) 2016. The customer¿s report that a vancomycin infusion completed sooner than expected was confirmed and replicated. During visual inspection it was noted that the secondary set was incorrectly connected to the smartsite port below the pumping segment to infuse directly without being regulated by the pump module. Analysis of the event log shows that on (B)(6) 2016 at 8:29am the pump module was programmed for a primary infusion of vancomycin 1500mg/250ml at 125ml/hr with a vtbi of 250ml. At 9:12am an air-in-line alarm occurred followed by the device being restarted. At 9:13am another air-in-line alarm occurred and the device was restarted. At 9:16am a third air-in-line alarm occurred. The device was paused and at 9:19am the module was powered off. Rate accuracy testing was performed and there were no periods of unregulated flow observed. The device was found to be infusing within specification. Functional testing was performed on the administration sets and unregulated flow occurred when the secondary was set up incorrectly in the configuration as received. There was no unregulated flow when the secondary set was correctly attached to the smartsite port above the pump. The cause of the vancomycin infusion completing sooner than expected was an incorrectly configured secondary administration set.

Event description:
The customer reported a vancomycin 1500mg/250ml infusion at a rate of 125 ml/hr with a vtbi of 250 ml completed in 1 hour when it was intended to be completed in 2. There was both a primary and secondary infusion running when the event occurred. There was no patient harm reported.